Event description:
It was reported that during a carotid artery stenting treatment procedure, thrombosis and stent occlusion occurred. As soon as the carotid wallstent monorail 10.0x31mm was deployed at the lesion, thrombus "broke out" inside the stent which caused blockage of the blood flow through the vessel. The physician attempted to post-dilate the stent without improvement of the situation. He subsequently overlapped the blocked stent with another carotid wallstent monorail 8.0x29mm. The procedure was successfully completed. Patient status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that, the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.